Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) stated they saw air bubbles in the patient line during the initial drain. The home patient (hp) was connected at the time of the event. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported issue. The technical service representative (tsr) advised hp to end the therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.